Manufacturer narrative:
(B)(4). Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted. No date of event was available, therefore the published date of the article was used. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
A poster presentation at the 30th annual meeting of the european society for vascular surgery (¿endovascular aortic repair of infrarenal aortic aneurysms: equal early results after evar within IFU and evar with primary endoanchor fixation for hostile neck.¿) reviewed thirty patients that presented with infrarenal aortic aneurysms with a mean diameter of 5.6 cm that were treated with gore® excluder® aaa endoprostheses. Eighteen patients had an infrarenal aortic neck suitable for endovascular aortic repair (evar) within the instructions for use (IFU) and received standard evar, while 12 had a hostile infrarenal neck with evar + primary endoanchor fixation. Perioperative data were similar for both groups with no type I endoleak, although 6 type ii endoleaks (33 %) and 1 late reintervention were observed in the standard evar group, while patients in the evar+endoanchor group had 2 type ii endoleaks (16 %) with no reintervention.